Event description:
It was reported that during a pulsed field ablation (pfa) procedure the patient experienced a st elevation. During a procedure where a farawave 2.0 catheter was selected for use a st elevation was noticed after the 8th lesion on the cavo-tricuspid isthmus. The physician administered 300 mcg of nitroglycerin and waited for 5 minutes. A second dose of 300 mcg was given, followed by another waiting period, but the issue persisted. An additional 300 mcg was administered, and after 5 more minutes, the st elevation resolved. The patient was reported as fully recovered and did not require prolonged hospitalizations. No device issues were reported. The device is not expected to be returned, it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Correction to initial MDR in blocks h6: device codes.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure the patient experienced a st elevation. During a procedure where a farawave 2.0 catheter was selected for use a st elevation was noticed after the 8th lesion on the cavo-tricuspid isthmus. The physician administered 300 mcg of nitroglycerin and waited for 5 minutes. A second dose of 300 mcg was given, followed by another waiting period, but the issue persisted. An additional 300 mcg was administered, and after 5 more minutes, the st elevation resolved. The patient was reported as fully recovered and did not require prolonged hospitalizations. No device issues were reported. The device is not expected to be returned, it was disposed.